Event description:
The user facility reported that during a therapeutic colonoscopy, the physician elected to cauterize the polyp with the electrosurgical snare due to the awkward position of the polyp inside the bowel. As the physician activated the electrical surgical unit, the snare reportedly sparked and smoked. Subsequently, the tip of the snare was reported to have fell inside the pt's colon. The physician utilized biopsy forceps to remove the snare tip with no complications. The user facility reportedly completed the procedure with a different, but similar snare. The user facility stated no harm was done to the pt. Multiple attempts were made by phone and in writing to obtain add'l detailed info from the user facility, however, only limited add'l info was rec'd.

Manufacturer narrative:
The device referenced in this report was not returned to olympus america for investigation. The cause of the user's experience cannot be conclusively determined at this time. If significant add'l info becomes available, a supplemental report will be provided. This report is being filed as a medical device report in an abundance of caution.